Event description:
It was reported that patient underwent knee arthroplasty procedure on (B)(6), 2010. Subsequently, radiographs taken on (B)(6), 2011, showed that the femoral locking pin had backed out and was floating in the patient's soft tissue. The patient has reported no pain or loss of function. As of this date, no revision procedure has been scheduled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity". The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.